Event description:
Report from account of "overinfusion" of nitroglycerin. Rate set at 12cc/hr. 300cc infused in 2 hours. No pt injury or intervention required. Bio med testing noted no problem with testing.